Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with perineorrhaphy due to sui and pop. On (B)(6) 2007 the patient underwent diagnostic laparoscopy, lysis of adhesions, enterolysis, removal or permanent surgical suture material, vaginal cuff repair due to vaginal bleeding, pelvic discomfort and pelvic pain. On (B)(6) 2008 the patient underwent anterior colporrhaphy, perineorrhaphy and foreign body excision due to urinary dysfunction, dyspareunia and cystocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a&p repair, cystoscopy on (B)(6) 2015 due to cystocele, rectocele and recurrent uti. No additional information was provided. (B)(4).